Event description:
Customer reportedly received results of 524 mg/dl and 107 mg/dl within 10 minutes on the advantage system. Two days later the customer also reported results of 438 mg/dl and 169 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips; replacement was sent.